Manufacturer narrative:
G6: follow up #1, h2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer contacted customer service and reported failed wet and dry leak testing involving pentax medical video duodenoscope model ed-3490tk, serial number (B)(4). The customer owned endoscope was previously received by pentax medical for evaluation on 01-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of failing wet and dry leak testing but also observed an accessory stuck in the primary operational channel and a blurry-foggy image as well as also documenting the following inspection findings: operation channel- primary slice by accessory, fluid invasion in control body, elevator body sticking, distal cap/ case cracked, up angulation decreased, right angulation decreased, left angulation decreased, fluid invasion in prism, leak at biopsy channel (large/ primary) distal side, fluid invasion in segment section, down angulation decreased, fluid invasion to insertion tube, control body corroded, distal cap - fixed type passed epoxy seal integrity inspection, fluid damage to light carrying bundle. As the stuck accessory and poor image were noted during inspection, it is unknown when the accessory became stuck in the channel. Cleaning and disinfection, along with angulation adjustment and video image calibration were performed during the service. The device underwent repairs including the following components: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, objective lens unit, objective prism assy, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, switch with base plate no1 pb-free, switch with base plate no2 pb-free, switch with base plate no3 pb-free, base plate, x-ring(1.8x19.6) gray, o-ring(0.5x1.3) imp-1. The endoscope is awaiting repairs and approved by final qc as of 15-oct-2021. Model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-sep-2021, a device history record(DHR) review for model ed-3490tk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 23-feb-2016 under normal conditions. The endoscope was reworked for insufficient water supply for the objective lens and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-feb-2016.